Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion on the screen which did not sound. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the reported problem 'downstream occlusion on the screen that does not sound' did not occur. A review of the event history log revealed multiple 'downstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device per downstream occlusion testing but did not observe any symptom or potential cause of the reported issue. No causality was identified and no correction required. Evaluation inspected the device with audio testing but did not observe any symptom or potential cause of the reported issue. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted..